Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, attempt to position the right ventricular lead was unsuccessful. Another lead was used. There was no patient consequences.